Event description:
It was reported to the manufacturer that the physician was having issues with turning the handheld on for use. A hard reset was performed on the handheld as part of the troubleshooting to resolve the issue. The reset solved the issue but a new handheld was requested for the physician. The problematic handheld was returned to the manufacturer for analysis.